Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.

Event description:
Subsequently, a revision procedure was performed. After the pocket was opened, visual observation revealed insulation damage approximately 3 cm distal to the device header. It was thought the damage may be due to subclavian crush or that the lead was damaged during the device replacement procedure in 2008. Despite attempts to explant the exposed damaged segments, the insulation appeared to unravel and the lead could not be accessed easily, therefore a decision was mde to surgically abandon and replace this lead. Post replacement, acceptable measurements were obtained.

Event description:
Boston scientific received information that during a follow up visit, this chronic atrial lead displayed low out of range impedance measurements that have gradually decreased. Threshold measurements were normal. No adverse patient effects were reported. The patient with this system has an underlying intrinsic rhythm.